Manufacturer narrative:
Sunrise medical account manager, glen wells, along with the dealer, met with the end user. The end user stated he fell forward out of the chair and injured himself in his testicle area, claiming that he will need surgery. This claim could not be verified since the incident happened approximately six months ago and he did not seek medical attention. At the time of the meeting, the account manager stated the end user was not injured. The account manager and the dealer did, however, do an onsite visual evaluation of the chair and could not see where the end user said the chair was bent. The seat rail does remain slightly elevated from the base frame by design, in order to provide a smoother ride. The account manager stated there is some play between the seat rail and the frame, which is what this is designed to do, but not to the extent that it would cause someone to bounce off of the chair. Nevertheless, the account manager did suggest the release of the chair to sunrise medical for a formal evaluation by sunrise medical's quality engineers. The end user agreed, however, he did not release the chair at that time. He stated he wanted to go home first. A return authorization number was provided to the dealer so the chair could be returned. If and when the chair does get sent back for evaluation, a supplemental report will be filed with any relevant findings. Follow-up narrative: the wheelchair in question was returned to sunrise medical's manufacturing facility and evaluated on july 18, 2017. Based on the evaluations performed by the quality manager, the observations are as follows: 1. Wheel locks position - the actual position is too low, located on the bottom tube of the side frames. The correct position is on the upper tube, so that the levers are within user's reach and that is where the wheel locks are placed at time of manufacturing. This is the condition that could have caused the fall of the user, since it required too much of a lean. Therefore, losing its center of gravity, which can't be held due to one of his thighs being shorter. Following comments are intended to explain other conditions that the wheelchair, for an amputee user, must have: 2. The seat sling - was too tight. Seat slings have an adjustable side with velcro that is necessary to increase the width to allow the cross brace to open enough to rest over the seat saddles. On the claim information it states that the cross brace was previously replaced some time ago. Therefore, the replacement cross brace was mounted with the sling too tight. 3. Axle plates - the unit has regular axle plates. As the user is a leg amputee, his wheelchair needs an amputee axle plate. The amputee axle plate is larger than the regular axle plate and has an extra slot by the rear side of the back tube that allows to extend the rear axle and offers better stability to the user. This should be recommended/ordered by the dealer and/or physician. 4. Caster plates - are mounted in the rearward position. For amputee users they must be mounted in the forward position, which also helps to improve the stability of the chair. This should be recommended/ordered by the dealer and/or physician. In summary, this chair was ordered to specification by the dealer, which at the time it is unknown if the end user was a double amputee or not. If the end user became a double amputee after the fact, the dealer would have needed to re-evaluate the end user's condition and made the appropriate changes to his chair configuration. The chair, at time of evaluation, was found to not have any defects or malfunctions in any way. Sunrise medical considers this case closed and no further investigation is required. The chair is scheduled to be returned to the dealer.

Event description:
The end user claims he fell out of his chair and believes that this occurred because the chair frame is bent. He believes it is bent because of how the seat rail sits slightly elevated above the saddle and frame. Per end user the seat rail was previously replaced and the new seat rail doesn't sit all the way down into the front saddles. He feels like the seat rail rocks up and down and that is what caused him to fall forward out of his chair.